Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the issue was resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the device displayed a message of ¿device not found¿, and upon re-interrogation, it was found that the device when from ¿on¿ to ¿off¿; the device was turned back on without incident. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - radiculopathy/ spinal pain. It was reported that the ins turned off after a communication issue. The rep indicated in a patient session and reviewing the patient data for a clinical study when she lost communication, device not found in app. Rep then exited session and upon reentering she found the ins had turned off, when previously the ins was on. She indicated at the time of message/comm issue, or exiting app she was communicating with the ins. It was reported communication was lost, there was a message, then it beeped and went blank. No symptoms reported. No further complications were reported/anticipated.